Event description:
New information received notes that the device was explanted and replaced.

Event description:
New information received notes that the patient was fine post-procedure.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original battery was returned to the manufacturer for further analysis and an internal battery anomaly was found to be the cause of the reported premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving an alert from ICD. Upon device interrogation, device was found to reach eri. Pre-mature battery depletion was noted. Device replacement was planned. No further information was available.